Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source lamp malfunctioned and switched to the backup bulb. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of evaluation and the legal manufacturer's final investigation.   The device was returned to olympus for inspection, and the customer's reported malfunction was not confirmed.  A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the main lamp malfunctioned due to the use of the non-olympus lamp, prompting a switch to the backup bulb. The event can be [detected/prevented] by following the instructions for use which state: do not disassemble, modify or attempt to repair it; patient or user injury, equipment damage, and/or the impossibility to obtain the expected functionality can result. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.